Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly as it was not transferring fluid to the cylinders. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected, leak and pressure tested. Each cylinder had wear at a fold in its proximal end; however, both of them passed the leakage and pressure evaluation. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, and no leaks were identified; however, the component did not pass the activation test during functional examination. The reservoir was visually inspected and tested for leaks, and it passed all testing. Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly as it was not transferring fluid to the cylinders. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.